Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the order had crossed over to the station. A technical support specialist (tss) reported an issue with reverifying orders. The tss has been waiting for customer response but there was no response received from customers related to further assistance. So, the technical support specialist has closed the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the order had crossed over to the station incorrectly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.